Event description:
It was reported that a customer had passed away. The date of death was not provided. Reportedly, the customer had a hypoglycemic event prior to the death. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.